Event description:
Additional information was received the issue was isolated to the tablet usb cable, and the programming system was functioning properly with the new cable. The faulty cable is not available for return for analysis. The failure mode is understood to be failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
(B)(4).

Event description:
The o.r. Specialist reported that she had extreme difficulty interrogating the patient's vns generator during implant surgery on (B)(6) 2016. She indicated that the programming tablet was not plugged into the wall, rotated the programming wand, checked to batteries in the programming wand to ensure they were not depleted, and ended up getting another wand from the facility to use with her programming system to interrogate the patient's generator. The specialist believes this issue was related to a faulty usb connector cable. The patient was implanted without issue. The suspect table usb serial cable has not been received to date.